Manufacturer narrative:
Investigation summary this is the first complaint for lot# 7111693 for the same defect or symptom. There was no documentation of issues for the complaint of batch 7111693 during this production run. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update (B)(6) 2018. A sample was received. The syringe is in the sealed packaging flow wrap. The barrel label confirms the lot#7111693. It has the plunger rod-rubber stopper, the tip cap and the saline solution. The sample will be kept for future needs, if any. Product within specification? Yes, no. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Update (B)(6) 2018. To further investigate bd china medical and marketing will be asked to get additional details on patient conditions and medications at the time this reaction was experienced. This report will be updated, when more information becomes available.

Event description:
It was reported that during use, a bd posiflush¿ syringe was given to a ¿radiotherapy patient." The patient used a flush after use of chemotherapeutics, the patient smelt something unusual, experienced nausea, shaking, then fainted. Medical intervention was required as the patient was given first aid and epinephrine.